Event description:
It was reported via email that (B)(4) was experienced. The customer removed and replaced batteries and pump starts but upon cycling it alarms. The customer has removed and replaced batteries and restarted the 6 times and alarm persist. No additional information available.